Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The health care professional (hcp) also reported that the system had recorded high shock impedances in (B)(6) 2017. Device replacement was recommended and is to be performed in the future. There were no adverse patient effects reported.